Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qamkmz and no non-conformance's related to the reported complaint condition were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.

Event description:
It was reported that a patient underwent a circumcision and suture due to redundant prepuce and suture was used. During the procedure, after the surgeon removed the excess prepuce and tried to fix the foreskin stump with the suture, after the needle penetrated the prepuce tissue, the problem of pulling off suture needle happened, and the suture got split. The physician immediately removed the suture and used a new suture to sew and the procedure was successful. There were no adverse patient consequences reported. No additional information could be provided.